Event description:
The report stated that the ligasure atlas handpiece was used during a surgery, but did not seal properly. The ligasure vessel sealing system sounded the activation tone and the end tone to indicate a complete sealing cycle, but when the tissue was transected, it was noticed that the tissue had not been sealed which resulted in some blood loss. This happened with 2 devices during this same surgery. The other device is reported on MFR report # 1717344-2008-00234.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.